Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that its inspiratory pressure was low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of low inspiratory pressure was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.